Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic right ventricular lead was interfaced to a replacement device utilizing an adapter. Pacing impedance was 240-250 ohms. Pocket irrigation was performed after which pacing impedance measurements were consistently less than 200 ohms. Connections were checked and impedance was still out of range. Additionally, threshold measurements were slightly elevated and sensing measurements had decreased. The patient is not dependent and only requires thirteen percent pacing. Therefore, the physician elected to leave the lead in service. No adverse patient effects were reported.